Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with vancomycin (two grams, route, dose, frequency, and duration not reported) and fortum (one gram, route, frequency, and duration not reported) for peritonitis. The outcome of the peritonitis event was not reported. The action taken with the dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.